Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received several compromised force sensor system alarms. The customer reported that the force sensor resistor was broken. The customer's blood glucose was 8.2 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the basic occlusion test due to a loose drive support disk. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.